Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in august with a blood glucose level of over 500 mg/dl. The customer was in intensive care for one day. The customer dropped the insulin pump and it was not working properly. The device was not returned.

Manufacturer narrative:
Updated concomitant products in concomitant medical products.

Manufacturer narrative:
The follow up one report was created in error.